Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter was advanced into the right atrium (ra) and it was observed on transesophageal echocardiogram (tee), there was thrombus. Medication was provided. Thrombus was aspirated. It was decided to discontinue the procedure. The final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.